Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: customer¿s reported problem of "ec 45986" was not verified by visual inspection. Found crack doored and peeling dso (downstream occlusion) seal. Performed preventative maintenance to correct the issue. Cadd solis device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 45986. There was no patient involvement, and no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.